Manufacturer narrative:
The ratio pump that was replaced on the analyzer on (B)(4) 2014, was returned for further testing. The failure was not confirmed with visual inspection and simulated use testing. The failure mode is unknown.

Event description:
The customer reported false low sodium and/or chloride test results were generated for 16 patient samples when using the unicel dxc 600 synchron system. The erroneous test results were reported out of the laboratory. When the issue was identified, the samples were retested with higher results. Amended reports were issued and there were no reports of affect to patient treatment. There were no deaths or injuries associated with this event. Note: patient demographics for one patient are provided. Patient demographics for the remaining patients are provided in the attachment.

Manufacturer narrative:
On (B)(6) 2014, the field service engineer (fse) evaluated the analyzer and determined the ratio pump was admitting air into the circuit and replaced the ratio pump. Identified failure mode: failure mode was likely the ratio pump.